Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis.

Event description:
It was reported that this patient had a syncopal episode and was brought to the emergency room. Reportedly, the patient's implantable pulse generator (pacemaker) showed no pacing spikes in the cardiac monitor. In addition, the device could not be interrogated after several programmers were used. After using a magnet, there was no response from the pacemaker. Technical services then recommended to replace this device as soon as possible. Subsequently, this device was explanted, replaced, and returned for analysis. Further information was received indicating a remote analysis was performed, and it appeared to be an internal short within the battery. No additional adverse patient effects were reported.

Event description:
It was reported that this patient had a syncopal episode and was brought to the emergency room. Reportedly, the patient's implantable pulse generator (pacemaker) showed no pacing spikes in the cardiac monitor. In addition, the device could not be interrogated after several programmers were used. After using a magnet, there was no response from the pacemaker. Technical services then recommended to replace this device as soon as possible. Subsequently, this device was explanted, replaced, and returned for analysis. Further information was received indicating a remote analysis was performed, and it appeared to be an internal short within the battery. No additional adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report would be updated should further information be provided from the analysis. Upon receipt at our post market quality assurance laboratory, this implantable pulse generator (pacemaker) was thoroughly inspected and analyzed. The device could not be interrogated, it had no telemetry and no output. The device case was removed to facilitate inspection of the internal components and further testing. The battery was noted to be slightly swollen; it was removed from the device and replaced with an external power source. The current drain was measured and found to be normal. Detailed analysis of the battery identified an internal short, which was caused by a tear in the cathode insulating tube. The internal short caused an increase in the power consumption and a swollen battery, which subsequently resulted in premature battery depletion and the additional clinical observations.